Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement cable shipped to site 11/16/2016. Medtronic investigation finds the returned cable to be in good condition and passed a continuity test with no opens or shorts detected. However, a closer examination of the plug assembly revealed a loose connection for the brown wire. The terminal screw had not been tightened resulting in an intermittent connection for the brown wire. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. 11/16/2016. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system was bumped, or moved, and the navigation system would power itself off. The medtronic representative attempted plugging the system into different outlets, however, the issue persisted. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.